Event description:
No additional information

Manufacturer narrative:
A device history record review was completed for provided material number 305891 and lot number 2412005. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. One (1) picture was returned for evaluation by our quality team; however, the picture showed the blister packaging information only. As the affected sample was unavailable for analysis, twenty (20) retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were assembled with a bd discardit 2ml syringe. No signs of defective hub connection were detected. Based on the investigation results, an exact cause could not be determined for this reported incident. All engagement force results were found to be within specifications before the release of this lot. Smartslip technology ¿ has been introduced to help ensure that a secure connection is made with luer slip syringes. In accordance, we recommend following the instructions for use, which are unique in recommending that the user ¿push firmly when attaching the needle to the syringe¿ and to be sure that the ¿clip¿ is activated. The clip acts as an indicator that a suitable force has been applied to engage the needle hub. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd needle eclipse s/t 25x1 rb had leakage at the luer connection. The following information was provided by the initial reporter translated from german to english: leakage after connection to luer lock syringe / device eclipse 305891. When did the incident occur? During use. 1. What type of problem is there? O leakage after connection to a luer-lock syringe. 2. When and how often does the problem occur? O 2x on different vaccine devices. 3. Under what conditions does the problem occur? O due to the mechanically small tab, the needle cannot be fully screwed into the lock system, causing the luer lock connection on the syringe to loosen. Syringe. 4. What lot or serial number does the device have? O this information helps to identify possible production errors. See appendix. 5. What measures have already been taken? O no more bd slip needles for luerlock (very inconvenient as we also use slip syringes). 1x vaccine complained about via pharmacy at the first event, as it was initially suspected that the syringe was defective, 1x vaccine discarded. 6. Are there samples? Yes, old lot still available. 7. Has anyone been injured during use, e.g. Needlestick injury? At most a financial loss, as we can only use the cannulas to a limited extent and had to discard 2x vaccine.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.